Event description:
It was reported that a TrIClip procedure was performed to treat functional tricuspid regurgitation (TR) with a grade of 5 on a patient with a restricted septal leaflet. A first clip, a TriClip XTW ((b)(6)) was prepared per the instructions for use (IFU), inserted, and placed on the valve. However, while establishing final arm angle (EFAA) for the second time, it was observed that the clip continuously opened from approximately 20 degrees to 80 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A second clip, a TriClip XTW ((b)(6)) was then prepared per the IFU, inserted, and successfully deployed on the tricuspid valve. A third clip, a TriClip XTW ((b)(6)) was then inserted and advanced under the valve and grasping was performed. However, after the first grasp, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to become free. Therefore, the clip was implanted where it was stuck, attached to the septal leaflet only and lateral chordae. To stabilize the clip, a fourth clip, a TriClip XTW ((b)(6)) was inserted and successfully deployed on the tricuspid valve, reducing TR to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported Clip Open during EFAA could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during EFAA was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.